Event description:
Difficulty weight bearing [weight bearing difficulty]. Peeling of hands and feet [skin exfoliation]. Has not received any relief of left knee pain [device ineffective]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6), female, initials (B)(6). The pt had a history of osteoarthritis and numerous drug allergies. The pt experienced peeling of her hands and feet after receiving synvisc-one. On (B)(6) 2010, the pt received one synvisc-one injection into her left knee. The pt reported that she started experiencing peeling of her hands and feet after receiving the synvisc-one injection. The pt reported she had no allergies to avian products. The pt reported her adverse event required additional treatment and she used vitamin e cream. Additional info was received on (B)(4) 2010 in the form of qa results. The product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on (B)(6) 2010 from the pt and the case was upgraded to serious. The pt reported that she had not received any relief of left knee pain from the synvisc-one injection and continued to have difficulty weight bearing. On (B)(6) 2010, the pt received a cortisone injection into her left knee. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.